Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image of monitor in the examination room failed. Review of the system log file showed errors in x-ray generator. The fse replaced the x-ray tube and high voltage transformer. After replacement of x-ray tube and high voltage transformer, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the image on the exam room monitor failed. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.